Manufacturer narrative:
Customer service conducted troubleshooting with the customer, who stated that she had tried multiple kits and tubing and there was no change to the suction. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. On (B)(6) 2018, the customer responded to a complaint handler via email, alleging that she was diagnosed by a healthcare provider with the clogged duct and was prescribed an antibiotic. She indicated that the clogged duct had since resolved and that the replacement pump was working without issue. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/22/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that her sonata breast pump was not getting suction and one of the tubes that the pump came with a hole in it. She alleged that she had clogged ducts and, even after replacing the tubing, the pump was not getting suction 75% of the time. She followed up on the same day with a phone call, further alleging that the pump was displaying an air leak error message.